Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The automated impella controller (aic) had the alarm "battery temperature high" occur. The alarm lasted 10 seconds and the patient reports that the patient does not believe the device stopped at all.

Manufacturer narrative:
The investigation for the reported aic - battery charging/other issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the logs from the console confirm that battery hot temperature alarm was issued by the aic but almost immediately and cleared. A visual inspection of the internal circuitry of the console didn't reveal any issues with the console. The issue could not be reproduced in the lab when a known good pump and purge was run with the console for over an hour. The root cause of the temperature spike is a glitch of the power battery management (pbm) communication triggered by the console being plugged into ac mains. This report is being filed as part of a retrospective review of historical records.